Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had audio anomaly and hardware low level failure error. Blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the serial number label fading. The insulin pump passed the self test and displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, software error alarm (line number = 5632 ; file number = 2005) found in the pump history due to software error and pump error 63 alarm (variable info = 03) confirmed in the pump history due to broken trace at pin 6, keypad assembly.